Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened up arrow dome switch. No button error alarms noted. Unable to prime unit during prime test due to faulty force sensor. The device was received with peeling keypad overlay and back address and serial number label. The device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.